Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, two ncircle tipless stone extractors could not be opened upon the user opening the packaging of each device. The user changed to a new device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. No adverse effects have been reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Two devices were returned for investigation. The first device was returned with the handle and the basket formation in the open position. The handle actuated the basket formation to open and closed positions without issue. The second device was returned with the handle in the handle in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The support sheath was bowed. A function test determined the handle did not actuate the basket formation. The handle was disassembled, and the basket formation was unable to be manually actuated. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Reviews of the manufacturing instructions and quality control procedure were also conducted. All extractors are 100% verified to assure the basket opens and closes properly. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the reported difficulty could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, two ncircle tipless stone extractors could not be opened upon the user opening the packaging of each device. The user changed to a new device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. No adverse effects have been reported.